Event description:
An AED was applied to a pt experiencing sudden cardiac arrest. AED delivered 3 shocks. On 4th shock AED emitted a loud noise with a visible flash. Replace battery message was displayed. AED was disconnected from pt. Pt expired, unknown impact on pt.